Event description:
The facility reports two carers were transferring the resident from their room to the bathing area in a wheel chair. The resident was hooked up to the mesh bathing sling. The carer tried to lift the resident but then noticed that both leg clips were unhooked. Thinking that they hadn't hooked up correctly, they reattached the sling again and really tugged on the clips to ensure that they were tight. The resident was raised out of the wheelchair and lowered into the bath. They complted the bathing. The resident was raised about one foot out of the bath when they noticed that both clips on the right hand side were not attached. The resident fell out-rolled out of the sling and bumped their head on the tub. One carer held the resident's head out of the water while help was summoned. The sling was reattached and the resident was transferred in the normal way. No injuries were reported.